Event description:
On (B)(6) 2013, the reporter contacted animas stating there may have been multiple episodes when the pump may have not been giving any basal rates. There was reportedly some basal rates programmed correctly which was confirmed by the reporter. It was noted during a review of the pump alarm history there were multiple ¿empty cartridge¿ alarms on (B)(6) 2013 at 7:58am; on (B)(6) 2013 at 1am and on (B)(6) 2013 at 8am. It was also noted there was one ¿low cartridge¿ alarm on (B)(6) 2013 from 9:46am to 9:55am. A review of the suspend history indicated that there was one suspend noted on (B)(6) 2013 and another suspend noted on (B)(6) 2013 from 9:46am to 9:55am. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.